Event description:
The facility's nurse reported an infusion pump with an 808:02 failure during patient use. Rocephin was being infused at 200cc per hour, volume to be infused of 100cc. No patient injury has been reported. Althouugh attempts were made to obtain additional information from the reporting facility, details were not available regarding patient demographics, diagnosis and set up of device.